Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pace impedances. The impedances were greater than 2000 ohms. The impedances were then tested in all configurations and the physician elected to turn lv pacing off. This lead remains implanted. No adverse patient effects were reported.